Event description:
Janerås l, breivik h, lundeland b, ringstad ga, stubhaug a. Long-term intrathecal infusion of low-dose morphine effectively relieves symptoms of severe restless legs syndrome/willis¿ekbom disease without inducing opioid tolerance. Pain. 2024;165(12):2693-2697. Doi :10.1097/j.pain.0000000000003311. Reported events: a patient with a history of restless leg syndrome had been implanted with a catheter and pump system in 2001. While implanted with the pump system the patient had a return of symptoms. A catheter leakage had been confirmed by computed tomography. A catheter replacement resolved the issue. A patient with a history of restless leg syndrome had been implanted with a catheter and pump system in 2009. The patient had received morphine 2mg/h over the course of their treatment. 4 years later the patient required a pump replacement. A patient with a history of restless leg syndrome had been implanted with a catheter and pump system. Following implantation the patient experienced a postural puncture headache that had been treated conservatively. The infusion had been postponed for 4 weeks until the headache symptoms resolved. Then infusion of morphine began at 1 mg/h and increased to 1.2 mg/h which had provided complete symptoms relief.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_cath lot# serial# unknown: product type catheter product ID neu _unknown_cath lot# serial# unknown: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown, ubd: janerås l, breivik h, lundeland b, ringstad ga, stubhaug a. Long-term intrathecal infusion of low-dose morphine effectively relieves symptoms of severe restless legs syndrome/willis¿ekbom disease without inducing opioid tolerance. Pain. 2024;165(12):2693-2697. Doi :10.1097/j.pain.0000000000003311. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Country of adverse event corrected to norway. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.